Event description:
A pt reported blood glucose results of "7.4mmol/l" and "3.1mmol/l" with a lifescan meter, performed within 10 minutes of each other. Pt also reported blood glucose results of "9.1mmol/l, 7.2mmol/l, 10.4mmol/l, and 11.3mmol/l" with the same lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <20% and/or <20mmol/l, thereby indicating a potential malfunction of the meter in terms of precision.